Event description:
It was reported that the patient had been to the emergency room due to a bacterial infection at the pod site (abdomen). The pod was worn between 4 and 24 hours. The pod was reported to be dislodged. No further information could be provided as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to dislodged cannula and customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.